Event description:
It was reported that balloon rupture occurred. The patient was presented with a narrow arteriovenous fistula in the right upper limb. The target lesion was located in the stenosed basilic vein in the upper arm. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. The balloon was inflated twice at 10 atmospheres (atm) and 22 atm respectively for 30-60 seconds; however, during third inflation at 24-26 atm, the balloon ruptured. The device was removed and found to be damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Updated: b5: describe event or problem e1: initial reporter's address and email

Event description:
It was reported that balloon rupture occurred. The patient was presented with a narrow arteriovenous fistula in the right upper limb. The target lesion was located in the stenosed basilic vein in the upper arm. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. The balloon was inflated twice at 10 atmospheres (atm) and 22 atm respectively for 30-60 seconds; however, during third inflation at 24-26 atm, the balloon ruptured. The device was removed and found to be damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, moderately calcified and mildly tortuous.